Event description:
The patient had a dislocation of the j-fx bipolar hip. During the operation: the inner head of the stem pulled out from the j-fx bipolar cup; when the surgeon tried to put it back to the acetabullum manually. The operation time was extended by approximately 20 minutes. No height or weight given.